Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to trouble shoot the device. Tac discussed the troubleshooting steps on how to resolve the issue and sent the customer the instruction for use (IFU) for light source socket cleaning kit maj-2087. The customer would investigate and send the device in for repair if needed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the evis exera iii xenon light source had an error code e30 and e216 during preparation for use. There was no harm, infection or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation found that the communication failure with the endoscope was due to foreign objects such as liquid and dust to the electrical contact and the connection of the connection cable. The event improved after cleaning, inspecting, and reconnecting the endoscope.